Event description:
It was reported that during a lobectomy procedure that one side of staple line was not stapled. A competitors product was used to complete the case. There was no adverse patient consequence.